Event description:
It was reported that blood leaked from the stpck q-syte red 360deg w/o nut cap ns during use. The following information was provided by the initial reporter, translated from japanese to english: "customer reported blood leakage occurring from the stopcock for tubing connection."

Manufacturer narrative:
H.6. Investigation: five picture samples were forwarded for evaluation by our quality engineer team from the returned sample. Through examination of the pictures, damage was observed at the tubing connection site. As the final product is not assembled at the bd-nogales manufacturing facility, an exact cause for the observed defect could not be determined by our team. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from the stpck q-syte red 360 deg w/o nut cap ns during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported blood leakage occurring from the stopcock for tubing connection."